Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive wake/backlight button during nighttime use, documented by video, and noted that functionality temporarily returned only when the device was placed on the charging cradle, with no impact to blood glucose reported. Symptoms included no adverse clinical effects. Outcomes included no clinical intervention, no hospitalization, and continued safe use of cgm while awaiting resolution. Investigation included technical troubleshooting, review of user-provided video, and replacement of the device. Investigation of this case revealed a device performance issue consistent with a malfunction of the sleep/wake button component, with intermittent restoration of function upon cradle placement suggesting a hardware or power-interface related fault. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.